Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during dwell 3. The home patient (hp) stated the unused supply line was open. The hp elected to end therapy for the night. The baxter technical service representative advised the hp to call the nurse in the morning. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp.

Event description:
It was reported that during an unknown procedure, the port was leaking from the top "floating" seal. Unknown how case was completed. There was no adverse patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this report. The root cause of the system error 2240 alarm was due to an open clamp on an unused supply line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).